Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no service within the previous 12 months, and device history record review found no related issues. Event history logs were reviewed with no error codes identified. Visual inspection confirmed that the air detector was not secured to the chassis. Functional testing demonstrated that the device otherwise operated within specification, and all performance tests passed. The root cause was determined to be improper bonding of the air detector to the chassis. No repair actions were documented.

Event description:
The device was returned as it was reported that air detector sensor was loose. The results of the investigation confirmed that the air detector was not glued to the chassis. There was no patient involvement.